Event description:
An implantable ventricular assist device (ivad) pt had been ambulatory and stable. The pt complained of nausea. A kub (kidney ureteres bladder) x-ray was done and a cat scan of the abdomen was scheduled, but never completedas the pt suddenly expired. Center related that they suspected a bowel related death. According to center, autopsy did not reveal a bowel issue. Ivad was explanted during post mortem and sent to the MFR for analysis.